Manufacturer narrative:
Pump passed all operating current test however a33 alarm during the prime/a33 test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside the device and passed. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that she has had to take an extra correction bolus for the last few days to keep her blood glucose levels in range. Customer's blood glucose reading was 135 mg/dl. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.